Event description:
It was reported that the patient had a severe infection of her deep brain system. The leads remained within the brain and the patient was treated with antibiotics. The patient had been treated for 2 weeks at the time of the report. The parkinson¿s symptoms were being treated with medication, but the condition of the patient was similar to the condition prior to implant ¿ bedridden, weakness, and occasional speaking. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 338940, lot# b0724824k, product type lead; product ID 338940, lot# b0724823k, product type lead; product ID m924256a, product type accessory. (B)(4).